Event description:
It was reported by the patient¿s wife that the patient¿s implantable pulse generator (ipg) did not function properly and contributed to the patient¿s death. It was also reported that the patient¿s cause of death was listed as sudden cardiac arrest.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempts to obtain additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Concomitant product: 407658 lead, implanted: (B)(6) 2011. (B)(4).